Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm. The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). During this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm at a charge level greater than 10 percent. The battery was replaced. No patient complications have been reported as a result of this event.